Event description:
It was reported that during a colonoscopy procedure, the colonovideoscope was behaving strangely with suspicion of scope malfunction that caused a bowel perforation to the patient which required intervention and patient was then hospitalized. There were no reports of further patient harm. (B)(4).